Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('half of right coil in') and visual impairment ('right eye is worse/blurry') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), visual impairment (seriousness criterion medically significant) with dizziness, pelvic pain ("pain until the hysterectomy"), fatigue ("I was tired"), pelvic congestion ("pelvic congestion syndrome"), complication of device removal ("I nearly (B)(6) when I was told my coils were still in me/my ob missed my coils but half of the right"), eye injury ("damage to the back of my eyes") and anxiety ("anxiety"). The patient was treated with surgery (full hysterectomy and laser surgery) and glasses. Essure was removed. At the time of the report, the device breakage, visual impairment, pelvic pain, pelvic congestion, complication of device removal, eye injury and anxiety outcome was unknown. The reporter considered anxiety, complication of device removal, device breakage, eye injury, fatigue, pelvic congestion, pelvic pain and visual impairment to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: pelvic congestion syndrome. Concerning the injury reported in this case, the following ones were described in social media medical device removal, fatigue, pelvic congestion, visual impairment, complication of device removal, dizziness, device breakage, anxiety, eye injury. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('half of right coil in') and visual impairment ('right eye is worse/blurry') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), visual impairment (seriousness criterion medically significant) with dizziness, pelvic pain ("pain until the hysterectomy"), fatigue ("I was tired"), pelvic congestion ("pelvic congestion syndrome"), complication of device removal ("I nearly shit when I was told my coils were still in me/my ob missed my coils but half of the right"), eye injury ("damage to the back of my eyes") and anxiety ("anxiety"). The patient was treated with surgery (full hysterectomy and laser surgery) and glasses. Essure was removed. At the time of the report, the device breakage, visual impairment, pelvic pain, pelvic congestion, complication of device removal, eye injury and anxiety outcome was unknown. The reporter considered anxiety, complication of device removal, device breakage, eye injury, fatigue, pelvic congestion, pelvic pain and visual impairment to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on an unknown date: pelvic congestion syndrome. Concerning the injury reported in this case, the following ones were described in social media medical device removal, fatigue, pelvic congestion, visual impairment, complication of device removal, dizziness, device breakage, anxiety, eye injury. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.